Manufacturer narrative:
A software analysis was initiated. The analysis was unable to determine the cause of the event based on the provided information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not provided from the site, and will not be available. The site stated that they would not issue a po for this issue, the system has functioned without any issues/problems since the event was called in, therefore no further investigation and/or analysis will be done. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site has had intermittent issues with tracking their straight suction during fess cases. The instrument will verify at the start of the case, but then will no longer track mid-case. This has occurred with two surgeons at the site. It was reported that there was no impact on patient outcome. The caller was providing generic information due to the issue being intermittent - clinical details are not available and will not be available. Additional information was received: the site will not be submitting a po, the site has used the system since without any issues/problems.